Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport the cs100 intra-aortic balloon pump (iabp) display screen shook when the device was pushed to another floor, and sometimes snowflakes appeared . There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) after inspection, it was found that the display cable plug was not in good contact and needed to be replaced. Replaced the spare parts. After replacement, perform functional tests according to the requirements specified by the factory. After testing, it meets the factory requirements and is delivered for use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).